Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and shocking sensation. Impedance check revealed there was high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Event description:
Additional information received indicates that effective therapy was restored and the shocking sensation has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.